Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient visited the primary care physician's office for routine lab work. During the visit, the nurse observed a red, irritated bump on the patient's arm, which was hot to the touch and the patient reported it as being sore. When asked about the cause, the patient stated that the bump appeared after removing the pod from the arm. The healthcare provider subsequently drained the wound and prescribed two antibiotics for the treatment. The duration of pod wear prior to removal is unknown. Additional details regarding symptom onset, diagnosis, and length of visit were not available and three outreach attempts were unsuccessful.